Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was repositioned. Following the lead revision, high impedance and polarity switch was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.